Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the surgical image was showing upside down. The tse walked the customer through removing the endoscope and adjusting the base 180 degrees, then wiping out the guided tool change feature. The customer reinstalled the endoscope, and the issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The tse walked the customer through removing the endoscope and adjusting the base 180 degrees, then wiping out the guided tool change feature. The scope was reinstalled, and the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.